Event description:
The customer reported that the system was shutting down and not booting up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the lemo connector, the isd printed circuit board, the interconnect cable and the ups. The system was tested and found to be working as intended and put back in service.